Manufacturer narrative:
H4: the lot was manufactured between january 24, 2024 ¿ january 26, 2024. The device was received for evaluation. A visual inspection was performed, and small droplets of fluid located on the interior wall of the housing were observed. A fourier transform infrared spectroscopy (ftir) test on the small droplets was performed, but the droplets were insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the small droplets could not be determined. A functional leak test was performed, and no evidence of a leak was observed inside the housing. The infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked and had fluid inside the housing. The device contained 75 ml fluorouracil and 40 ml saline for a total volume of 115 ml. This was observed while bathing after 20 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.